Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient acquired sepsis and subsequently passed away. The cause of death was reported to be sepsis. The cause of the sepsis event was not reported. Treatment for sepsis was not reported. Three days prior to death, the patient was hospitalized for another indication. Two days later, pd therapy was withdrawn. The following day, the patient was placed into hospice care and passed away the same day. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.